Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pacing lead impedance trend data shows a gradual increase for min and max a pace=632 to 2352 ohms peak between (B)(4) 2010 and (B)(4) 2011. (B)(4): no anomalies found, however all conductors stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; full lead returned and analyzed.

Event description:
It was reported that the right atrial lead had increased and high impedance. The lead was also reported to have had an increased capture threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.